Event description:
Bilateral kyphoplasty balloons were placed into l1 and were inflated anteriorly and then deflated and retracted and inflated in the midportion of the vertebra. A total of 4cc was injected in each balloon with a pressure of 60 in the right balloon and 73 in the left balloon. The left balloon was then deflated and removed. The right balloon was deflated slightly down to a pressure of 50. Cement was then injected on the left side. After approximately 2 cc of cement the right-sided balloon ruptured. There is extravasation of contrast anterior to the l1 vertebra. Attempts were made to remove the right-sided balloon but it would not remove from the needle and the balloon stretched and almost broke. Add'l cement was then placed through the left cannula for a total of 7 cc of cement on the left. Attempts were made to remove the right-sided cannula along with the balloon but the balloon would not exit from he vertebra. The cannula was then readvanced over the residual tip of the balloon and the needle was rocked back and forth and moved in circles. This eventually freed the balloon tip from the adjacent cement and the balloon and the cannula were removed.